Event description:
In an article title "dynamic interspinous process stabilization: review of complications associated with the x-stop device", the following event was reported: a pt underwent an x-stop procedure at level l4-l5 (14mm device). Five months post procedure, the pt returned with a recurrence of symptoms due to a spinous process fracture at l4. The pt was treated using decompressive laminectomy without subsequent spinal fusion at l4-l5. No additional info was reported. All adverse events reported in this article are filed in MFR report#s 2953769-2010-00223 to 2953769-2010-00233.

Manufacturer narrative:
Article titled "dynamic interspinous process stabilization: review of complications associated with the x-stop device", by christian bowers, m.d., amin amini, m.d., m.sc,, andrew t. Dailey, m.d., and meic h. Schmidt, m.d. Device not returned; followed-up with author.